Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitant device(s): 300-01-14 - eq humeral stem primary press fit 14mm: (B)(6). 322-10-00 - humeral adapter tray, +0: (B)(6). 320-06-46 - glenosphere 46mm: (B)(6). 320-15-01 - equinoxe reverse glenoid plate: (B)(6). 320-15-05 - equinoxe reverse locking screw: (B)(6).

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side. Subsequently, the patient experienced a dislocation. The patient dislocated in their sleep. As a result, approximately 1 year after initial replacement, the patient underwent a right shoulder revision. No further impact to the patient was reported. No other information is available.